Event description:
New information received notes that a 2nd dislodgement was confirmed via x-ray. No further information is available at this time.

Event description:
New information received notes the lead was capped and replaced.

Event description:
It was reported that oversensing of p-wave was observed. Lead dislodgement was suspected. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.